Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value was 101mg/dl. Customer was instructed to leave pump plugged into a power source. The customer declined a follow up, so no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.